Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 was failed. The customer stated that this malfunction occurred while dispensing the medication. As part of the investigation, it was determined that the retractor band cable disconnected from the controller board due to bearing retainer migration in the drawer rail, which allowed over extension. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the report of the medstation es main that presented a drawer malfunctioning and drawer 3 affected was confirmed by the field service engineer (fse). According to work order 02075985, the fse reported it was observed that the drawer 3.1 rails are broken and ball bearings missing. The drawer came out too far, disconnected retractor band and was reconnected. Customer assisted with ejection pockets and load meds in other drawers. The half height set was replaced and the divider in middle was found out of place, was removed and put in correct tract. To test the repair, a final test was run. During dchu laboratory visual inspection of the assy smart hh cubie drawer received no visual anomalies were observed. Laboratory testing of the assy smart hh cubie drawer was performed on test mounts by manually opening it. Top drawer was observed opening too far exposing the drawer controller board, with an audible grinding. Bottom drawer opened with no irregularities. Drawer was placed upside down and manually opened, top drawer was observed with missing ball bearings, rear bumper stop missing and bearing retainer migrated. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the reported drawer failure was identified a disconnected retractor band cable from the controller board. The disconnection of the cable was the result of the bearing retainer migrating out of the drawer rail causing the drawer to extend past the existing stop.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 rails were broken, and ball bearings were missing, also the drawer came out too far and disconnected retractor band. A field service engineer (fse) reconnected and ordered replacement drawer, then assisted the customer how ejection pockets and load medications in other drawers. Then fse replaced the half height drawer set. Then the fse noticed that the divider in middle was out of place. So, the fse removed and put in correct tract. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 3 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.